Event description:
During testing of the ventilator after completion of preventive maintenance, the manufacturer's service technician reported the backup alarm test failed out of specification. The customer did not report the finding during any previous usage. There was no pt involvement and no pt harm reported. Upon visual inspection of the ventilator the service technician reported finding the screws that hold the wires to the backup alarm were loose. The service technician tightened the screws to correct the problem. Follow-up testing was performed and the alarm passed to specification. Performance verification testing was completed and all tests passed per operating specifications.